Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-04198, 1225714-2014-04199, 1225714-2014-04200 and 1225714-2014-04201.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010, a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.